Manufacturer narrative:
(B)(4). The device was manufactured january 7, 2015 ¿ january 8, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device was filled with fluorouracil and saline solution to a total fill volume of 240ml. The reporter stated that the device was expected to complete therapy in 46 hours; however, at the end of the expected therapy time approximately 120ml of solution remained in the device. The reporter indicated that flow had been confirmed prior to patient connection. There was no patient injury or medical intervention associated with this event. No additional information is available.